Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. It was reported that the patient's doctor wanted to do a revision of the MRI coverage by doing more neck also. The doctor ordered a CT scan for the patient's thoracic, neck, and lumbar. The facility wanted to do all three at one time. The patient stated there was no complications with the ins and they never had a problem with the wires that were changed back in 2015. The patient stated the ins worked but was in the wrong place from where they had it 20 years ago and they were thinking about doing a revision. The event date was probably 3-4 years ago because it was not giving the coverage they needed for the rest of the discs were having problems and now it was at a point where the patient could not walk much anymore. When the patient had started with the ins, they only had it for the lumbar area and they needed the ins to walk and they were able to feel the bottom of their feet due to the ins. It was noted that now the patient had degenerative discs, c spine, thoracic, and everything else was affected and bulging. The ins was in the wrong place and they may need a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.